Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer reported a crack on the battery side and replace battery alerts. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails, missing display window cover. Device passed displacement and active current measurement tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the insulin pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred in high frequency around the event date: 58=failed battery test--5 alarms on (B)(6) 2021 from 23:10 to 23:30. The adapt tool does not list any unusual insulin pump errors whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. After inserting a known good electrical board 2 and a known good electrical board 1 into the test case, the sleep current measurement fell within specification. After swapping the test electrical board 2 onto a known good electrical board 1 and then into the test case, the sleep current measurement read high. The internal battery was replaced by a known good internal battery, and the procedure above was repeated. The sleep current measurement fell within specification. Finally after inserting a known good electrical board 2 onto the test electrical board 1 and then into the test case, the sleep current measurement fell within specification. The internal battery esr test was conducted on the test internal battery, and it failed. As a matter of fact, a "replace battery" error message popped up on the test board's screen at the time of failure. In summary, the customer¿s report of a crack on the battery side and replace battery alerts both were confirmed during testing. The high sleep current measurement and the replace battery alerts are due to a faulty internal battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm without low battery alarm. The customer also reported that the insulin pump was cracked on the battery side. The customer reported that this was the second occurrence of replace battery alarm without low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.